Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that the cause of the urinary retention was that the ins was turned off due to a fall. The patient reported that the ins was turned back on and the issue was resolved. There were no further complication reported or anticipated.

Event description:
A patient reported a change or loss of therapy. The patient stated that she was not able to urinate. The patient stated she had not been going. The patient noted this began about 2 months ago. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.